Event description:
A physician was using an amphirion deep rx balloon catheter during a pta operation to treat a lesion below the knee which exhibited moderate calcification. No abnormalities during preparation and inspection of the device prior to use. During the procedure, the amphirion deep crossed the target lesion and the physician attempted to inflate the device, however, a leak from the shaft was noticed. When the device was retrieved, it was noticed that the shaft was kinked. The procedure was successfully completed using another device. It was confirmed that the physician had to use a force greater than anticipated to deliver the device across the lesion site. It was also reported that the calcification was confirmed as unexpected, and strong force was applied during device delivery. The shaft damage was not noticed until the attempts to inflate. No patient complications were reported for this event. Device evaluation: the device was returned in a double plastic pouch inserted in a coil. The device was visually analyzed and traces of blood and radio opaque solution were detected. The balloon was inflated. An attempt was made to inflate the balloon however a leakage was detected on the kinked part. The hypo tube was bent and the hypo tube kinked at 5 cm from the exit port. The shaft was not detached due to the outer liner of the shaft over the rupture point. No other abnormalities detected on the device.

Manufacturer narrative:
Evaluation, results: failure to follow instructions-use of force; patient¿s condition affected effectiveness of device-unexpected calcification; related to operational context-event most likely procedural related; deformation problem. Conclusion: failure to follow instructions-use of force; device failure related to patient condition-unexpected calcification; operational context caused or contributed to the event-event most likely procedural related. (B)(4).